Event description:
Allegedly, a study from shnaekel et al. In 2020 (dissociation of acetabular polyethylene liners with a morse taper design) was reviewed and information is provided below: gradual onset of pain and squeaking. Revision with liner exchange. Bmi: 36. Time to revision: 24 months.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Due to additional information received, it has been indicated the complaint does not allege deficiency in the product.

Event description:
Allegedly, a study from shnaekel et al. In 2020 (dissociation of acetabular polyethylene liners with a morse taper design) was reviewed and information is provided below: gradual onset of pain and squeaking. Revision with liner exchange. Bmi: 36 time to revision: 24 months.